Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-17741. It was reported that when the patient presented for follow up in clinic, myopotential oversensing was observed on the atrial lead. The physician elected to explant the lead during the device changeout procedure. The lead was explanted and replaced. However, during the right atrial lead explant procedure, rv (right ventricular) lead was damaged and exhibited a low r-wave. The rv lead was explanted and replaced as well. The patient was stable before, during, and after the procedure.